Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner was intermittently turning on and off, the cradle was broken, drawer wires were exposed, and the drawer was difficult to close. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had scanner failure. A field service engineer reseated the universal serial bus cable of the barcode scanner to resolve the issue of the device. The system functioned as intended after the field service engineer repaired the device.